Event description:
Ev3 trailblazer support catheter - model# sc-035-150/lot# 9497625 - was placed over a 0.35 zipwire - imms# (B)(4) - into the right iliac artery. When attempting to remove traliblazer catheter, approximately 10 cm of the trailblazer catheter sheared off inside the patient. An extravasation of the iliac artery occurred from the shearing force of trying to remove the trailblazer, but the extravasation quickly sealed itself. Multiple attempts to remove the sheared trailblazer in interventional radiology, but were unsuccessful. The physician has decided not to attempt surgical removal of the trailblazer catheter at this time.